Manufacturer narrative:
The field service representative (fsr) replaced the yellow level sensor. The level module was also replaced as a precaution. The product information for this device is: part number - 802111, serial number - (B)(6), UDI: (B)(4). The red level sensor was also replaced as a precaution. The product information for this device is: part number - 195274, serial number - (B)(6), UDI: (B)(4). The unit operated to the manufacturer's specifications.

Event description:
It was reported that the yellow level sensor was false alarming. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Updated blocks: d9 and h6 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: e1.